Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. There has been no service update regarding the status of the pump as of 31may2023. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the pump alarmed "unable to refill". The bpw had artifact on the waveform, there was no condensation in the gas tubing and a slight amount of condensation found in the condensation bottle, which was emptied. The patient had a 40 cc iab in place, but the pump was only delivering 35 cc. The pump was powered down and back on and an attempt was made to increase the pump volume to 40cc. The pump initially went to 40 cc and then dropped back to 35 cc. As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while in use on a patient, the pump alarmed "unable to refill". The bpw had artifact on the waveform, there was no condensation in the gas tubing and a slight amount of condensation found in the condensation bottle, which was emptied. The patient had a 40 cc iab in place, but the pump was only delivering 35 cc. The pump was powered down and back on and an attempt was made to increase the pump volume to 40cc. The pump initially went to 40 cc and then dropped back to 35 cc. As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as "fine".